Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-05919. It was reported the patient is experiencing unintended stimulation in the chest. Lead diagnostics indicated multiple high impedances. Reprogramming was unable to resolve the issue. X-rays were taken and showed the leads have migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-05919. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was removed and replaced. Therapy has been restored postoperatively